Event description:
It was reported that a patient with an indwelling central venous catheter (cvc) experienced detachment of the catheter from the housing (secondary fixation system) that had been sutured to the skin during a dressing change. Following detachment, the catheter was no longer externally visible. Diagnostic imaging, including x-ray and cardiac ultrasound, was performed to verify the catheter position. The catheter was subsequently removed. There were no reports of serious patient injury, harm, or adverse health consequences associated with this event. The incident was promptly identified and managed, and no lasting impact to the patient was reported. The reporter indicated that there have been multiple similar cases in which cvcs have easily disconnected from the secondary fixation system; however, no additional details were provided regarding these events. Associated mdrs include 3006425876-2026-00677 (specific event) and 3006425876-2026-00680 (multiple events without additional details).

Manufacturer narrative:
(B)(4).